Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The caller was unable to reset the pump, so customer technical support assisted by providing complete pump reset information and emailed instructions, advising the caller to seek further help when possible.